Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in recovery boot mode and was unable to boot due to system corruption. A field service engineer (fse) reimaged the station as needed and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station failed to boot into the operating system and remained stuck on a windows recovery blue screen and did not recover after power cycling. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.